Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and an anterior leaflet flail for a mitraclip procedure. During the procedure, a mitraclip xtw was implanted successfully. It was reported that there was challenges with imaging throughout the procedure. While attempting to implant a second mitraclip there was challenges with grasping, after the clip was successfully placed it was deployed. After deployment, there was a single leaflet detachment (slda) and the clip was no longer attached to the anterior leaflet. The procedure was discontinued. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported difficulty grasping appears to be related to imaging. The reported slda appears to related to challenging anatomy and/or multiple grasping attempts. The cause of the reported image resolution (difficult imaging) was unable to be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.